Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "infection or allergy in the painful metal-on-metal total hip arthroplasty" written by leela c. Biant, bsc, frcsed (tr & orth), warwick j.m. Bruce, faortha, hans van der wall, mbbs, phd, and william r. Walsh, phd published by the journal of arthroplasty vol. 25 no. 2 2010 was reviewed. The article's purpose was to report on a case study of a (B)(6) woman who received a l tha with srm stem , pinnacle cup and mom articulation. She developed severe deep aching pain in the groin and buttock accompanied by general malaise. Serial blood analysis presented within normal limits. Radiographs revealed a well-positioned prosthesis and no bone abnormalities. She reported a clear history of cutaneous metal sensitivity before tha as she was unable to wear a watch or ring. An aspiration was performed of the hip joint and presented as milky in color with pus cells present without organisms. An arthroscopy was then performed revealing no inflammatory response or metallic particles. Evidence of soft tissue debris was present in the joint. One stage revision was performed with bearing surface change to coc. Immediately the patient reported relieve post revision and she was diagnosed with hypersensitivity reaction to metal-on-metal hip prostheses as cause of pain and reason for revision. The stem and cup were found well fixed and left intact.